Manufacturer narrative:
Per written communication with the sales agent, the product was removed from packaging for a previous case and never used. The product was then placed into a tray for future use. There is no information to date showing the surgeon was aware that the product used for this surgery was expired. The IFU pkgi-70-m.pdf states to not re-sterilize a sterile product. Additional reporting on this event will be provided as a follow up report if more information becomes available.

Event description:
It was reported that the product implanted was expired. The part was originally removed from the packaging for a procedure, not used and then placed in a tray for future use. There was no reported adverse consequence.